Event description:
The reporter had received a couple of er1 messages from her surestep meter. She retested and got a result, but could not remember what it was. She did not seek any medical attention nor did she make any allegation. She requested a profile meter instead of surestep.